Event description:
Baby was on an air/oxygen blender and was not receiving 02% os selected on knob. Intervention required to prevent permanent damage. Delivered o2% lower than set with knob.

Manufacturer narrative:
Will submit further info - when co finally receive device back.